Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section d9, h6 (investigation findings) and h6 (investigations conclusions). Finally the device was received for evaluation. The report could not be confirmed. From visual inspection no defects were identified on this fore-sight module. The foresight module (fsm) was plugged into a known good unit (kgu) tom connected to a kgu hem1 monitor. Tissue oximetry saturation (sto2) simulators were connected and sto2 values were measured during 24 hours. The obtained values remained steady at 65% +-5 and no error messages were displayed. The device was tested according to internal procedures and it passed the test. The source of failure could not be determined as no defect was found during device evaluation. Also, based on the available information there is no evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Event description:
As reported, during this target market release (tmr), with a patient in bypass (non-pulsatile mode), of this alta monitor, the foresight cable connected to the left foresight sensor placed on the brain provided higher values than the right-side sensor. The foresight cable was changed and the issue was solved. No error messages were displayed. There was no allegation of patient injury.